Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the colic artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the technician encountered resistance while advancing a ruby coil lp toward the target location and continued to advance the coil though the resistance. While attempting to implant the ruby coil lp, it would not completely separate from its introducer sheath; therefore, the physician decided to remove it from the procedure. During x-ray visualization, the physician noted that the ruby coil lp had unintentionally detached and the coil remained inside the patient. An attempt was made to snare the detached ruby coil lp; however, the physician decided to let the coil remain in the patient since it was not causing any issues. The next ruby coil lp was also incorrectly sized for the target vessel. Upon removal, the technician re-sheathed the ruby coil lp incorrectly rendering it unusable. Therefore, the ruby coil lp was removed from the procedure. The procedure was completed using a larger non-penumbra microcatheter with pod coils, ruby coils, and pod packing coils (pod pcs). There was no report of an adverse effect to the patient.